Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that reprogramming occurred on (B)(6)2017 and resolved the same day. It was noted that the cause of the abdominal stimulation was not determined.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient complained of having abdominal stimulation so she was brought to the office. The patient was reprogrammed (avoiding the abdominal stimulation) on (B)(6) 2017 and the event resolved without sequelae. The event was related to the device or therapy, not related to the implant procedure, and due to programming. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017.